Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 11dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit the following errors: over voltage protection, [3.3, 5, 12, 35 volt failures], and a high blower temperature. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.